Event description:
It was reported "the catheter was torn after the procedure." The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one 3-l PICC catheter for analysis. Signs of use were observed on the catheter extrusion. Visual analysis revealed pinching of the catheter extrusion at the location of the box clamp and distal to the box clamp. At one end of the catheter damage, the extrusion had a tear. The catheter body total length measured 16.25" , which is within the specification limits of 16.115 - 16.165" per the catheter product drawing. The catheter outer diameter measured 0.08150", which is within the specification limits of 0.077 - 0.084" per the catheter extrusion product drawing. The returned catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000078) which states that there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 seconds when tested per bs en iso-10555-1 annex c. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. Leaking of the catheter was observed when flushing the proximal extension line. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon two lot numbers taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "warning: do not attach catheter clamp and fastener until either guidewire or placement wire is removed. After guidewire has been removed and necessary lines have been connected or locked, spread wings of rubber clamp and position on catheter body making sure catheter surface is not moist to maintain proper securement. Snap rigid fastener onto catheter clamp. Secure catheter clamp and fastener as a unit to patient by using either catheter stabilization device, stapling or suturing. Both catheter clamp and fastener need to be secured to reduce risk of catheter migration.". The customer report of a torn catheter body was confirmed through investigation of the returned sample. Visual and functional analysis revealed a tear in the middle of the catheter extrusion. Pinching of the extrusion at the location of the box clamp was additionally observed proximal to the tear. Despite this, the catheter passed all relevant dimensional requirements. The IFU describes techniques to attach the box clamp to the catheter body so as to ensure proper securement and minimize component damages. Therefore, based on the customer report and sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "the catheter was torn after the procedure." The user changed to a new set. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).